Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Two unknown biomet 3i implants and cover screws were returned for investigation with the cover screws threaded in the drive feature. Visual inspection of the as returned products identified minor signs of wear due to usage; the devices were in good condition. The event occurred at tissue level; only the reported implants were investigated. According to customer, the correct reference and lot numbers were impossible to find since the patient came from another clinic. Appropriate documentation was reviewed. DHR, complaint history and sterilization record reviews could not be performed since the lot and item numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, device malfunction did not occur and the reported events (infection & bone loss) could not be verified since they are medical conditions and no x-ray or pictorial evidence was provided. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Date of birth unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the implant was removed due to peri-implantitis.